Event description:
A malfunction alarm was reported by the customer with an identified code, and it was determined that this issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer reportedly did not experience any adverse impact on blood glucose levels. Technical support provided information on resetting the pump and assisted the caller with the process. After the reset, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any malfunction codes appeared again.